Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device noted stent damage. A number of struts in the middle of the stent were misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, a catheter could not cross the lesion. The 90% stenosed target lesion was located in a calcified and severely tortuous mid right coronary artery. A non bsc guide wire crossed the lesion then pre-dilation was performed with a 2.5 mm non bcs balloon catheter. The 20 mm x 3.0 mm taxus element mr stent delivery system (sds) advanced to the lesion and failed to cross. The taxus element sds was removed and another non bsc guide wire was selected for use with the taxus element sds. The taxus element advanced to the lesion and failed to cross. The procedure was completed with another device. No patient complications were reported and the patient's status is good. However returned analysis revealed stent damage.